Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately five months post implant, they had multiple falls and tachycardia, with concern that their implantable pulse generator (ipg) was not, "working." The ipg remains in use. No further patient complications have been reported as a result of this event.